Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed striae on the right eye (od) at 1 day post op exam. A brief description from the surgery center indicated that at one day post op, the patient's vision had become blurrier after a nap. The slit lamp exam (sle) revealed slipped flap and striae. The flap was repositioned to resolve the striae reported. At 4 day post op, the visual acuity without correction (vasc) was 20/30 od and 20/20 left eye (os).